Event description:
It is reported that the packaging was compromised. A different head was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.